Manufacturer narrative:
(B)(4). Results : product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system was returned with blood in the guide wire lumen and on the balloon. There was no contrast visible. The stent implant was loose in the balloon and had moved distally. The distal end and proximal end of the stent were reversed on the balloon. The distal end of the stent was located 1.8 mm distal to the distal marker and was facing proximally. The proximal end of the stent was located 2.5 mm distal to the tip and was facing distally. There were bent struts on the first four rows at the proximal end of the stent implant. There were stretched struts on the first row at the proximal end of the stent implant. There was no other damage noted to the stent. There were crimp marks on the balloon between the markers. The balloon had relaxed folds. There were two kinks in the inner member, 3 mm proximal to the distal marker and at the distal end of the distal marker. There was a kink in the tip 2 mm distal to the distal seal. There was an indentation in the distal end of the tip. There were multiple small scratches in the middle and distal areas of the tip. The guide wire used during the procedure was not returned. The protective sheath was not returned. There was no other damage noted to the sds. The outer diameter of the middle and proximal sections of the stent were not measured due to the strut damage. A snap gauge was used to measure the outer diameters of the distal end of the stent implant. The outer diameter measurements met manufacturing criteria. A deltronic pin gauge was used, and an attempt was made to measure the tip inner diameter past the proximal seal and the inner diameter of the guide wire exit notch. The deltronic pin gauge would not advance past the kink in the inner member at the distal end of the distal marker. This did not meet manufacturing criteria due to the kink. The inner diameter of the guide wire exit notch did meet manufacturing criteria. A new guide wire was used and the attempt was made to backload through the sds, but there was resistance at the dried blood in the inner member and would not advance further. After soaking the sds in the water bath, attempted to backload the guide wire through the sds, but was not able to advance past the dried blood in the guide wire lumen, 2 cm distal to the guide wire exit notch. Note: the guide wire lumen was damaged during testing. The damage occurred during backloading the guide wire which punctured a hole in the guide wire lumen at the dried blood 2 cm distal to the guide wire exit notch due to excessive force. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that during a left coronary procedure, while inserting the device through a 6f 3.5 cordis guiding catheter, the device was not sliding smoothly over the guide wire and never came out of the guiding catheter. The device never entered the vasculature. The stent delivery system (sds) was removed and it was noted that the stent was no longer located within the markers, but was toward the tip of the sds. The physician then used another device successfully. There were no reported pt effects. There is no additional info available.